Event description:
The physician reported that during two follow-ups dated (B)(6) 2013 and (B)(6) 2014, there were more than 25 recorded episodes where oversensing was observed. In all cases, persistence was not sufficient to trigger shock therapy. Persistence had been increased and the subject lead remains implanted and active.

Event description:
The physician reported that during two follow-ups dated (B)(6) 2013 and (B)(6) 2014, there were more than 25 recorded episodes where oversensing was observed. In all cases, persistence was not sufficient to trigger shock therapy. Persistence had been increased and the subject lead remains implanted and active.